Event description:
The surgeon placed the starfish heart positioner (starfish) on the patient's heart (lateral of apex). A vacuum of -400 mm hg was applied. When the device was removed from the heart. A tear in the epicardium was noted. The surgeon placed a silk suture to repair the tear. The surgeon repositioned the starfish and concluded the case without further incident. The patient is doing well and did not require extended/additional hospital stay.